Event description:
"The davinci force bipolar is not working properly- when the force bipolar wrist instrument is articulated up or down, a small piece of metal pops out- when I happened during the procedure, it caught patient tissue when the instrument was articulated in the opposite direction- the patient was not harmed as the tissue caught was hernia sac- davinci representative was notified - the instrument was tagged for repairs and sent to central processing after cleaning, it was sent back to the company for further evaluation." Manufacturer response for force bipolar articulating wrist instrument, (brand not provided), (per site reporter). I was not involved in this action because it was done by surgery department.